Manufacturer narrative:
The following field was updated with additional information: b.5. Describe event or problem: it was reported that during use with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes the samples were hemolyzed, there was poor barrier separation and oil gel globules present. There was no report of patient impact. The following information was provided by the initial reporter: after defreezing the sst¿ ii advance tubes , the blood is spread through the gel and the samples are hemolyzed, which has been observed in 26% of tubes. Inflation of gel have been seen in 13% of samples. Cutting gel and gel floating in serum has been seen in 70% of tubes. D.10 device available for eval? Yes. D.10 returned to manufacturer on: 13-feb-2023. H.6. Investigation summary: bd received 90 samples and 7 photos for investigation. Evaluation of the customer's statement do indicate off-label use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. There was no trend found for the defects reported on these lot numbers. This complaint is unable to be confirmed for hemolysis, oil gel globules, and poor barrier separation based on the device history record review and complaint history. The samples were used off-label as bd does not have a claim for freezing gel tubes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes the samples were hemolyzed, there was poor barrier separation and oil gel globules present. There was no report of patient impact. The following information was provided by the initial reporter: after defreezing the sst¿ ii advance tubes , the blood is spread through the gel and the samples are hemolyzed, which has been observed in 26% of tubes. Inflation of gel have been seen in 13% of samples. Cutting gel and gel floating in serum has been seen in 70% of tubes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2245787. Medical device expiration date: 31-mar-2024. Device manufacture date: 02-sep-2022. Medical device lot #: 2265970. Medical device expiration date: 31-mar-2024. Device manufacture date: 22-sep-2022. Medical device lot #: 2277442. Medical device expiration date: 30-apr-2024. Device manufacture date: 04-oct-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes the sampes were hemolyzed and there were oil gel globules. There was no report of patient impact. The following information was provided by the initial reporter: after defreezing the sst¿ ii advance tubes , the blood is spread through the gel and the samples are hemolyzed, which has been observed in 26% of tubes. Inflation of gel have been seen in 13% of samples. Cutting gel and gel floating in serum has been seen in 70% of tubes.